Manufacturer narrative:
The device was returned for inspection and the customer's allegation was not confirmed. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the small itestinal videoscope exhibited dirt on the outer casing. The issue occurred during reprocessing. There were no reports of patient involvement.